Manufacturer narrative:
The investigation determined non-reproducible and higher than expected vitros troponin I es results were obtained from two different patient samples processed using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. A conclusive assignable cause could not be determined. Based on historical quality control results a vitros tropi es lot 3090 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3090 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out. Furthermore, continual tracking and trending of complaints has not identified any signals that would suggest there is a potential systemic issue with vitros troponin I es reagent lot 3090. Additionally, an instrument issue did not likely contribute to the event. Precision testing performed on the instrument yielded results that were within acceptable guidelines. Pre-analytical sample processing could not be ruled out as a contributing factor. The customer was not processing samples following the sample collection device manufacturer¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained non-reproducible and higher than expected vitros troponin I es results from two different patient samples processed using vitros troponin I es (tropi es) reagent in combination with a vitros 5600 integrated system. Patient sample 1 result of 1.14 ng/ml versus the expected result of 0.022 ng/ml. Patient sample 2 result of 0.072 ng/ml versus the expected result of 0.013 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible higher than expected vitros tropi es result for patient 1 was reported from the laboratory. However, no treatment was altered, initiated or stopped based on the reported result and a corrected report was later issued for the sample. The non-reproducible higher than expected vitros tropi es result for patient 2 was reported from the laboratory and an electrocardiogram (EKG), a chest x-ray, a computed tomography (CT) scan of the chest and an abdominal ultrasound were performed. The action taken was not based on the higher than expected vitros tropi es result, but on the patient¿s clinical presentation at the time. Ortho has not been made aware of any allegation of patient harm for either patient as a result of these events. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).